Event description:
The pt's family member contacted lifescan (lfs) in 08/05 alleging the pt's one touch meter had a date/time issue the evening of the day before and then it would not turn on in the morning of next day. Lfs was able to obtain further information from the reporter. The following information was provided: the day before, at 7:30pm, the pt was tested on the subject meter with a result of 320 mg/dl. Pt was not experiencing any symptoms at this time. Based on the result and their diabetes regiment, the pt was given food (vegetables, cheese, fruit, and steak) and also 1.5 units of novorapid and 3 units insulator insulin. At 10:00 pm, the pt's family member wanted to test pt's blood glucose level on the meter, but was unable to get a result due to the date/time issue. The pt was sweaty at this time. The family member called lfs at 10:20 pm and after troubleshooting, the issue was resolved. The pt was tested on the subject meter between 11:00-11:30pm with a result of 49 mg/dl. Pt was trembling and sweaty at this time pt's family member called the hospital and was advised to give pt "1.5 surgar". Therefore, pt's symptoms and treatment matched the low result on the subject meter. Next day in 08/04, the pt's family member attempted to test the pt, but the meter would not turn on this time. The pt was not experiencing any symptoms. A nurse visits the pt twice a day to administer insulin and she borrowed another ot ultra meter and tested the pt on that meter with a result of 80 mg/dl. Based on that result and pt's regimen, the pt was given insulin. Since the subject meter would not turn on, the pt's family member contacted lfs to troubleshoot. During troubleshooting, it was verified with the reporter that family member was using the correct test strips. Family member was asked to press the power button, but the meter would not turn on. The battery was checked and it was correctly installed. The condition of the batter contact was good. The reporter had purchased this meter for pt 6/2005 (almost 2 months ago). Based on the info provided by the reporter, there is an indication that the product has malfunctioned. The date/time issue was resolved, but the power issue was not resolved with troubleshooting. Although the pt experienced injury (result of 49 mg/dl on the subject meter), the result matched pt's symptoms and treatment. Therefore, it can be concluded that the subject meter gave an actionable result and the pt was treated accordingly and the meter issue at that time.